Manufacturer narrative:
We checked the returned unit and confirmed that the signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module. In addition, we confirmed that the lcb distal cover glass cracked, the objective lens unit dusty, the water jet tube clogged, the angle wire hard to move, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).